Manufacturer narrative:
The device evaluation also found the objective lens and light guide lens were not watertight. The bending angulation was out of specification due to wear of the angle wire, and the rubber adhesive was deteriorated and chipped, likely due to wear and the cleaning, disinfecting, and sterilization processes over time. The video connector case was cracked due to external factors. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported an air leak. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. The inspection and testing confirmed the reported leak and found it was due to a damaged connector. Additionally, it was observed that the adhesive around the objective lens had deteriorated and peeled off, likely due to the cleaning, disinfecting, and sterilization processes and wear over time. This report is being submitted for the malfunction found during the evaluation (adhesive deterioration).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to peeling / chipping due to impact such as dropping, repeated excessive wiping of the outer surface of the tip, and chemical deterioration due to chemicals. Olympus will continue to monitor field performance for this device.